Event description:
11/4 pt had open heart surgery and an intra-aortic balloon was inserted on 11/5/96. The iabp was not augmenting pressure so the physician pulled the balloon; findings were blood and blood clots inside the balloon. Questions include if there was a slow leak, or was their disruption of the balloon's integrity when the pt was being turned in bed. This report is voluntary and no report was submitted to the FDA.